Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The product shed fluff [device breakage]. Case narrative: consumer reported via email that the product shed fluff. No injury was reported.